Manufacturer narrative:
B3: exact date unknown. Event date used was the date of explant. D6b: explant date: (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7005003.

Event description:
It was reported that the patient underwent a system explant procedure due to inadequate stimulation. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.